Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 5 on the homechoice machine(hc). The technical service representative(tsr) explained the alarm and assisted the home patient(hp) to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to cycle power to clear it. The tsr advised the hp they need to start over with new supplies. The hp wants to finish therapy manually. The tsr advised the hp to contact their nurse in the next 24 hours to make them aware of what happened. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient leaving the clamp open. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.